Event description:
It was reported in an article following pediatric patients that were implanted with vns, that a patient with generalized epilepsy experienced nocturnal generalized tonic-clonic seizures for the first time, 24 months after implantation. The seizures were eliminated within 3 months, by increasing the patient's AED doses. There is no allegation of device malfunction. Good faith attempts to obtain additional information from the author of the article have been unsuccessful to date.

Manufacturer narrative:
Article: long-term results with vagus nerve stimulation in children with pharmacoresistant epilepsy. Alexopoulos, a. Et al. Seizure 2006 pp. 1-13. See scanned pages.